Event description:
Customer reported obtained results of 29.5 mmol/l and 11.7 mmol/l on the mobile system within 10 minutes. No action taken on device results. No adverse event reported. Requested return on suspect system.

Manufacturer narrative:
Event occurred in (B) (6).